Manufacturer narrative:
The lot # of the glenosphere involved in the 1st revision is not available at this stage, so we could not check its DHR. The check of the DHR of the lot # of glenosphere involved (201412563) in the 2nd revision did not show any anomaly on the 62 glenospheres dia.40 mm manufactured with this lot #. Even the sterilization charts showed the absence of anomaly. No other complaint was received on this specific lot #. We will submit a final MDR when the investigation will be completed.

Event description:
First revision surgery due to glenosphere dislocation was done on (B)(6) 2016, when a dia.40 mm eccentrical glenosphere ( model# 1376.09.035, lot# 201412563) was implanted with a +6 mm dedicated reverse liner and a humeral extension. According to the info reported, a second revision surgery was done on (B)(6) 2016 due to a recurrence of glenosphere dislocation + detected infection (a spacer with anti-biotic has been implanted). On (B)(6) 2016 patient have been again revised to implant a competitor's prosthesis. Surgeon remark's: "the patient is very big and this could compromise the joint stability because of the impingement with the soft tissues". Event occurred in us.

Manufacturer narrative:
DHR check: the check of the DHR of the lot # of glenosphere involved (1412563) did not show any anomaly on a total of 62 glenospheres dia.40 mm manufactured with this lot #. Moreover, according to our records, at least 42 glenospheres with the same lot# have already been implanted without receiving additional complaints on them. Since infection was present, we also checked the sterilization charts of all the components implanted during previous surgery (on (B)(6) 2016): no anomaly was detected, meaning that these components had been properly sterilized before being placed on the market. Moreover, no additional case of infection was received on these ster. Lot# (1400296-1500054-1500327). Explants analysis: explants have not been returned to limacorporate for analysis: no inspection on them is possible. Xrays analysis: no xray image has been provided to us. Conclusion: very few information available for this case: without any xray no clinical evaluation can be performed by our medical consultant. Moreover, without the possibility to analyse the explants, no deeper analysis on them can be done, other that the check of the dhrs. Based on the few available details, we cannot go back with certainty to the root cause of the dislocation and of the infection. However, considered that the DHR confirmed the absence of pre existing defects/anomaly on the involved products, at this stage we cannot classify this event as product-related. According to the surgeon responsible, a probable cause for dislocation/instability could be related to patient's soft tissue. Pms data: according to our pms data, smr reverse revision rate due to dislocation is 0.14% and smr reverse revision rate due to infection is 0.06%. No specific action for this case, limacorporate will continue monitoring the market to promptly detect any future similar event.

Event description:
Revision surgery due to shoulder dislocation performed on (B)(6) 2016. According to the info received, the dislocation occurred while the patient was "turning around on the bed". Same patient experienced a previous case of shoulder dislocation. An attempt was made to reduce the joint with a closed reduction, but the shoulder was still not stable so revision surgery was performed on (B)(6) 2016. During this surgery, a dia.40 mm eccentrical glenosphere (model# 1376.09.035, lot# 1412563 ster. 1400296) was implanted with a +6 mm dedicated reverse liner (model# 1365.50.820 lot# 14l0400 ster. 1500054) and a humeral extension (model # 1352.15.001 lot# 1510329, ster# 1500327). A second revision surgery was done on (B)(6) 2016 (object of this report) due to a recurrence of glenosphere dislocation + detected infection: a spacer with anti-biotic has been implanted. On (B)(6) 2016 patient has been again revised to implant a competitor's prosthesis. It has been reported to us that the surgeon commented that "the patient is very big and this could compromise the joint stability because of the impingement with the soft tissues". No information about the germ responsible for the infection was provided to us. At today, no additional details on a second stage of the revision was provided either. Event occurred in us.